Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, varying impedance, and was "broken." The lead was explanted but required additional "pulling" which caused more damage to the lead. The lead was successfully explanted and replaced. No patient complications have been reported as a result of this event.